Event description:
On 8/8/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The exact event date was not known. On 8/12/24 a beta bionics customer care agent spoke with the user about the event. The user was unable to provide detailed information regarding their hospitalization. They could not confirm the dates they went to the hospital due to high bg levels, as they have been in and out of the hospital for various reasons. However, the user did mention receiving several occlusion alerts using about seven convatec inset (23", 6mm) teflon cannula infusion sets within 2-3 days. The user received a saline IV to treat the high bgs during their hospital stay. The user's bg levels were above 300 mg/dl for several hours, and no ketone testing was performed.

Manufacturer narrative:
No product was returned for evaluation. Data for the described event were unable to be reviewed, as no precise event date was provided, and device log data ends on 6/16/24. No evidence of device malfunction was found in the available engineering logs during the review period of 4/2/4 through 6/16/24. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without data from the reported event date, the cause of the event cannot be determined. It is likely that the user's coexisting health issues contributed to their hospitalization while wearing the ilet.